Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01668. Follow-up information confirmed the patient's leads were explanted and replaced on (B)(6) 2019. The patient have effective therapy following the procedure and the issue is resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01668. It was reported the patient was not receiving effective stimulation coverage in the back. X-rays revealed lead migration. As such, the patient was to undergo surgical intervention on (B)(6) 2019 to address the issue.